Manufacturer narrative:
The product was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) system experienced diaphragmatic stimulation, which origin was previously traced to this right ventricular (rv) lead. Subsequently, rv pacing was disabled for this patient. No additional adverse patient effects were reported. This rv lead remains in service.